Manufacturer narrative:
The instrument shows small amounts of wear, indicating normal use. The laser marking on the handle is still legible and clear. The pointer marked with c on the end of the driver does not point to the ii line when not in use. The c-mark should be between the two lines when in the neutral position to indicate that the torsion torque driver has the right calibration. Based on the given information and the results of the investigation, it was not possible to identify a specific root cause for the reported event. However, according to the dynesys cleaning leaflet, the instrument should have been sent for recalibration to the manufacturer. This was not the case. The device was not maintained properly. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that, after the surgery, the dynesys torsion torque driver was out of calibration.

Manufacturer narrative:
The manufacturer received the device, investigation is ongoing. Where lot number were received for the device, the device history record was reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).